Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the pump was vibrating unexpectedly and not associated with any identifiable alerts or alarms. Customer's blood glucose level was 70-200 mg/dl. Customer continued to use the pump for insulin therapy.